Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the evaluation, a follow up report will be filed.

Event description:
Rep. Reported that the surgeon did a ventriculostomy and surgeon explained that the valve was not working.